Manufacturer narrative:
Additional narrative: product investigation summary: one of the following was received: driving cap (part 03.010.475 / lot 2681393). The returned device shows significant use during its 4.5+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device is broken off and was returned. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The associated drawing for the device was reviewed. No drawing issues or discrepancies were noted. The design is determined to be adequate for its intended use when used and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: 15march2011. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case on (B)(6) 2015, the end portion of the driving cap that attaches into the insertion handle where the black threads are located broke as the surgeon was hammering the driving cap. There was no report of any fragments being generated as a result. There was no time delay and the procedure was successfully completed. This is report 1 of 1 for (B)(4).